Event description:
It was reported that during a procedure on the wisdom tooth, three burs made noise and was moving. It was also reported that there was a forty-five minute delay as a result of this event. It was further reported that there were no adverse consequences as a result of this event and the procedure was completed successfully. This report is for the third bur.

Manufacturer narrative:
The device was not returned for investigation. The quality investigation is complete. Device not returned.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting device return.

Event description:
It was reported that during a procedure on the wisdom tooth, three burs made noise and was moving. It was also reported that there was a forty-five minute delay as a result of this event. It was further reported that there were no adverse consequences as a result of this event and the procedure was completed successfully. This report is for the third bur.